Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 380 mg/dl. The customer was able to rewind the insulin pump. The insulin pump alarmed no delivery again while troubleshooting for the no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm or motor error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.